Event description:
It was reported that this lead was an attempted implant due to unknown reasons. A different lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was attempted due to helix issues. This is no longer reportable, please discard report 2124215-2024-19609. Corrected fields: bsc aware date should have been march 25th 2024 instead of march 24th 2024.

Event description:
It was reported that this lead was an attempted implant due to helix issues. Lead was attempted to position twice but would not stay in place. A different lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to helix issues. Lead was attempted to position twice but would not stay in place. A different lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was attempted due to helix issues. This is no longer reportable, please discard report 2124215-2024-19609. Corrected fields: bsc aware date should have been march 25th 2024 instead of march 24th 2024; b5. Describe event or problem; h6. Device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was extended and there was dried body fluid within the helix housing. Testing was completed to assess lead electrical performance. Electrical performance tests are within normal limits. Visual inspection confirmed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.